Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient's sore has resolved and the patient is doing well with the device. This is the final report.

Event description:
The patient reportedly had a sore that developed into a cyst at the external equipment placement area of the implant site. The patient stopped wearing the external equipment due to skin sensitivity and redness. The patient was prescribed clindamycin 15 ml for seven days. The patient was prescribed a second course of ceftin 250 ml and bactrim 6 mg/kg/dose for ten days which resolved the issue.